Event description:
The customer tested his blood glucose using his 2 contour meters and rec'd readings of 45 and 75 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.